Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to the limited information available (article based on multiple individuals with no specific information regarding the individual patients), a cause for the reported death cannot be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU) is a known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
In the absence of a reported part number, the UDI number cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Attachment: literature titled, right-to-left shunt through iatrogenic atrial septal defect after mitraclip procedure. [(B)(4)].

Event description:
This is filed to report a research article representing a summary of the death events. It was reported through a research article identifying the mitraclip device which maybe related to patient death. Details are listed in the article, titled right-to-left shunt through iatrogenic atrial septal defect after mitraclip procedure. No additional information was provided.